Event description:
It was reported that the customer had high blood glucose levels of 358 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump alarmed no delivery. The customer also reported that the no delivery alarm was resolved by a reservoir change. The customer reported reverting to manual insulin injections as she does not think that the insulin pump was delivering insulin properly. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The (B)(4) analysis evaluated 1 opened or used reservoir. Inspected the reservoir, snap cap, and septum for anomalies. There were no anomalies found. The occlusion test was ran according to the (B)(4) as follows reservoir filled with diluent, and connected to a new infusion set. A reservoir and connector into a 7xx pump. The infusion set was performed. The reservoir and connector was installed into a 7xxpump. The catheter tip was performed. It was concluded that the reservoir was not occluded.